Manufacturer narrative:
(B)(4). Results: lack of information (cause of event is unknown). Conclusion: lack of information (cause of event is unknown).

Event description:
The wire was returned within an archer pouch. The wire was not fully inserted into the storage hoop, such that the proximal weld was outside of the hoop. While the wire was still within the hoop, coating could be seen sticking to the hoop and flaking off of the wire. Immediately upon removing the wire from the hoop, flakes of the coating were noticed. The distance from the proximal weld to the first section of missing/partial coating was 10 mm. The distance from the coating start at proximal end of the wire to the first section of partial/missing coating was 20 mm. The longest uncoated region was 215 mm (small pieces of coating were still present, but not significant). Around 25 medium-large uncoated/partially coated regions were observed over the entire length of wire. The distance from first uncoated region to the second uncoated region was 20 mm (measured from the proximal end). The majority of coating was missing in the distal half of the wire, closer to the proximal weld. A tape test was conducted. The wire failed the test since coating was transferred from the wire to the tape. The complaint was confirmed; the coating from the two wires was found to be missing or flaking off from multiple segments of the wires. The cause of the coating flaking off is currently unknown.

Event description:
An archer guidewire was used as accessory products in a patient during the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The aortic neck angulation was 45 degrees. The vessels were non tortuous with no calcification. It was reported that the green coating was coming off the metallic part of the guide during use. The device was inserted one time and it is unknown when the coating started coming off as this was noted when the wire was removed from the patient at the end of the procedure. The physician did not notice if any flakes in the patient and did not perform any intervention/aspiration. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Due to the manufacturing related issue, affected product recalled under z-1017-2013.